Event description:
A us distributor reported that a patient suffered an injury during an appropriate treatment event on (B)(6) 2018. The patient received an appropriate treatment event during vf that consisted of one shock. The patient's consciousness during the event is unknown. The patient reported that during the event she fell and hit her head. The patient reported that she received a head wound from the fall that required stiches. On the day of the event, the patient received stitches and was diagnosed with a concussion. The patient received further care from her physician who advised her how to care for wound. The patient reported that she was still experiencing issues as a result of the wound, including vertigo and itchiness in the area of the wound. Additionally, the patient was reportedly prescribed pain medicine, which she was still taking.